Event description:
It was reported that during an unknown laparoscopic respiratory procedure, the main body and cartridge were taken out, but the metal part at the root of the cartridge was bulging, and could not be attached to the main body. New main body and cartridge were taken out and the surgery continued. The device was not used for the patient. The cartridge color was white. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/17/2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 09/12/2025 d4: batch #433d51 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present and with a tyvek. The reload was received unfired. Additionally it was received a empty petri. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Additionally, one photo was provided and it showed one device with the battery loaded, with one reload not loaded with its open package and with a tyvek. The event described could not be confirmed as the device performed without any difficulties noted. No damaged to the cartridge was noted. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon flex vascular 35mm - powered is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 433d51, and no non-conformances were identified.